Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 would not stay close and issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure. A field service engineer (fse) identified that the hard stop on auxiliary drawer number seven had come loose from the side of the drawer. The screws were replaced and the hard stop was tightened. An hardware test application test was performed and passed successfully. The customer logged in and was able to recover storage without further issues. The system functioned as intended after the field service engineer repaired the device.